Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 14-may-2021 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "failed narc drawer on 7300" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by field service engineer (fse) according to work order (B)(4), the fse reported that main drawer 3 failed and that all qbs inside the drawer failed as well. The fse replaced the retractor band and the pbca controller card. The issue was then resolved. During dchu visual inspection: pn 353844-01: was received with copper strands in contact with adjacent copper strands. Pn 151903-01: was received with signs of thermal damage on components u300 and c302. Pn 356497-01: was received with excessive wear. During dchu testing: pn 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. Pn 151903-01: no further testing was required due to thermal damage found during the external inspection. Pn 356497-01: no further testing was required due to excessive wear found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "failed narc drawer on 7300" was due to: crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. Thermal damage to component u300 and c302 on the full height cubie pmc circuit board (pn: 151903-01) resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. As per part investigation, it was determined that there was thermal damage observed on the component u300 and c302 on the full height cubie pmc circuit board. There were no adverse events or injuries reported based on this event.